Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage on the screen and the buttons. Customer's blood glucose was 120 mg/dl. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with torn keypad overlay. The insulin pump was received with minor scratches on lcd window and reservoir tube window. The insulin pump was received with cracked case at display window corners, cracked belt clip slot and corroded battery tube.